Event description:
It was reported that a neonate was cooling for an hour on the arctic sun device. The nurse stated that the device was alarming that the patient temperature was erratic, and therapy was stopped. The therapy was restarted, and the esophageal probe was in place. The patient temperature was 32.2c, target temperature was 33.5c, water temperature was 40.2c and the flow rate was 1.5lpm. The event log showed an alarm 15 (unable to obtain a stable patient temperature) and an alert 50 (patient temperature 1 erratic). Mss explained that these alerts and alarms were related to a defective temperature cable or temperature probe and recommended the nurse to change out the temperature in cable and if the alert/alarm returned they would need to change out the temperature probe. Mss walked through replacing the temperature cable and restarting the therapy.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue could be a damaged cable. However, this cannot be confirmed. A neonate was cooling for an hour on the arctic sun device. The nurse stated that the device was alarming that the patient temperature was erratic, and therapy was stopped. The therapy was restarted, and the esophageal probe was in place. The patient temperature was 32.2c, target temperature was 33.5c, water temperature was 40.2c and the flow rate was 1.5lpm. The event log showed alarm 15 (unable to obtain a stable patient temperature) and an alert 50 (patient temperature 1 erratic). Mss explained that these alerts and alarms were related to a defective temperature cable or temperature probe and recommended the nurse to change out the temperature in cable and if the alert/alarm returned they would need to change out the temperature probe. Mss walked through replacing the temperature cable and restarting the therapy. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (unknown arctic sun temperature cable) product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that a neonate was cooling for an hour on the arctic sun device. The nurse stated that the device was alarming that the patient temperature was erratic, and therapy was stopped. The therapy was restarted, and the esophageal probe was in place. The patient temperature was 32.2c, target temperature was 33.5c, water temperature was 40.2c and the flow rate was 1.5lpm. The event log showed an alarm 15 (unable to obtain a stable patient temperature) and an alert 50 (patient temperature 1 erratic). Mss explained that these alerts and alarms were related to a defective temperature cable or temperature probe and recommended the nurse to change out the temperature in cable and if the alert/alarm returned they would need to change out the temperature probe. Mss walked through replacing the temperature cable and restarting the therapy.